Event description:
The customer contact reported a leak of a chemotherapeutic agent. The primary tubing set was being used to deliver an unspecified rate via a symbiq pump. At an unspecified time, an unspecified tubing set with a closed male connector attached to the male luer was connected to the lower clave y-site port of the primary tubing to deliver an unspecified volume of an unspecified chemotherapeutic agent at an unspecified rate. After an unspecified length of time in use, the nurse noted a leak of fluid from the connection of the clave y-site port and closed male connector. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).